Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient is having a surgical procedure, unrelated to the device/therapy. The caller reported that the patient indicated her device has not been working in years and she took the patient programmer's battery out and has not had it programmed. The caller indicated the patient did turn stimulation off back in 2015 because the stimulator was giving her issues. The caller reported the patient does not have her patient programmer. The caller was redirected to the patient's healthcare professional to confirm the ins was turned off. Technical support also spoke with the caller about doing surgical procedure when the patient had not used their stim in years. The caller reported the same events that the patient have not used the stim since late 2015 or soon after the implant because the patient did not like it and the caller thought the patient may have been having pain with the ins system. The caller had a manufacturer representative info so they were going to call them to come and check on the system status prior to surgery. No further patient complications are anticipated or expected as a result of this event.